Manufacturer narrative:
(B)(4).

Event description:
The pt was electrocuted six months ago; prior to that the device worked fine. Since then the neurostimulator (ins) turned off automatically, every few days or two weeks. On (B)(6) 2010, he was not able to turn the ins on. A power on reset displayed on the pt programmer and could not use it to turn the ins on. A physician recharge was completed on (B)(6) 2010. There was no pt death or injury. The pt recovered without sequela.